Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. During the procedure, the mdu was blinking and the mdu stalled. The procedure was completed using this unit. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.